Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis was performed on [product ID 97755 serial# (B)(6)] analysis found that there was a recharge antenna failure, intermittent no device found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their implant (ins) and the issue began saturday. Pt stated they got no device found when charging their implant. During the call patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was solid above the screen and pt's implant was at 40%. Pt then connected the recharger cord and got poor recharge quality. Pt noted they were experiencing poor recharge quality for 2 days. Pt got recharging needs attention on the controller screen and pt also got no device found. Pt noted the cable/wire was getting not warm, but hot when charging their implant and pt was told that this was normal when charging their implant. Ps reviewed with pt that it was normal for the recharger cord to become warm but not hot when charging their implant. Ps also reviewed best charging practices with the pt. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm). Pt also noted the paddle would make ticking sounds when charging their implant. Information was received from a manufacturer's representative (rep) regarding an external device. It was reported that the patient (pt) has been getting an rm05 error since last week. Pt reported that this issue is still occurring after patient services (ps) had sent them a recharger (rtm) replacement, see (B)(4). Previous complaint didn't mention anything about rm05 error. Rtm and controller looked fine, without any noticeable damage. Pt stated that the error only occurred during recharging. A replacement controller was requested. Additional information was received from a manufacturer representative (rep). Caller reports patient received her replacement controller and recharger last week. Caller reports patient indicated she is seeing (B)(6) again started (B)(6) 2022. Caller reports patient had called him today. Caller reports patient is using the replacement controller and rtm. Caller reports he is not with patient to do further troubleshooting; suggest patient call ps for further troubleshooting.